Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection of the ostium occurred. The target lesion was heavily calcified and 100% stenotic. The lesion originated in the proximal segment of the right superficial femoral artery (sfa) and extended into the distal right common femoral artery (cfa). The physician accessed the lesion using a 6fr/55cm and terumo glidewire from a contralateral approach. The physician attempted to cross the lesion using a 0.035" glidewire, but the wire went subintimal and was unable to be recanalized in the true lumen. The physician then used a 0.014" hydrowire in conjunction with a cordis outback re-entry device and was able to re-enter into the true lumen. The outback device was removed and the entire sfa was pre-dilated using a cook balloon. The physician removed the balloon and proceeded to advance the csi viperwire guidewire across the lesion. A csi orbital atherectomy device (oad) was then advanced over the viperwire to the site of treatment. The physician completed one run at low speed and several additional runs at medium speed. A dissection of the ostium, with extension into the distal right common femoral artery was noted. During the attempt to remove the device it was discovered that the oad was stuck on the guide wire. Subsequently, the oad and guide wire were removed as a unit. The physician rewired the vessel and resolved the dissection using balloon angioplasty (5.0 x 100mm) and stent (8.0 x 150mm smart stent) placement. The physician completed the intervention by placing another stent (6.0 x 160mm smart stent) and post dilation with two balloon inflations in the mid-sfa. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The oad was returned with the original guide wire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Dried biological material was observed on the driveshaft tip bushing area. Examination of the exposed sections of the guide wire did not reveal any damage that would have contributed to the reported event. The guide wire was removed distally from the driveshaft section with significant resistance. After removal, the guide wire exhibited three kinks in the shaft that were located within the handle assembly. The kink locations were 90.6cm, 94cm and 95.2cm distal to the proximal end. An in-house 0.014" guide wire was loaded through the device without any resistance. During functional testing, the device would not spin. Destructive analysis of the handle assembly revealed a significant amount of corrosive material in the turbine motor assembly. It could not be determined whether the corrosion was present and contributed to the difficulties during the procedure, or if it formed after the procedure. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck on the guide wire was a kinked guide wire; however, the etiology of the kinks could not be conclusively determined. The root cause of the dissection could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).